Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft, suprarenal aortic extension, and two (2) limb stent grafts on (B)(6) 2013. During follow-up, a type 3b endoleak and aneurysm sac growth were confirmed, but the patient was asymptomatic. The secondary case for this patient was completed on (B)(6) 2017 and the patient was realigned by implanting an afx2 bifurcated stent graft and a vela suprarenal. No devices were explanted, and the patient went home the next day and recovered well from the procedure.

Event description:
Clarification: endologix became aware of a re-intervention on (B)(6)2017 as reported by physician lee mcmurtry at kaiser permanente roseville. As the date of event is unknown, the best estimate (B)(6)2017 was used. The patient was originally implanted with an afx bifurcated stent graft, suprarenal aortic extension, and two (2) limb stent grafts on (B)(6)2013 by the reporting physician. On an unknown date and during follow-up, the patient was diagnosed with a 3b endoleak and the aneurysm sac was found to be growing. The patient was asymptomatic. During re-intervention, the patient was relined by implanting an afx2 bifurcated stent graft and vela suprarenal on (B)(6)2017 by physician lee mcmurtry. The patient went home the day following the secondary procedure and recovered well.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: on (B)(6)2017 a secondary endovascular procedure. There was unsubstantial evidence to support the following reported event: type 3b endoleak, sac growth, and patient in stable condition. The most likely cause of the compromised stent graft integrity and procedure-related harms could not be determined due to a lack of any medical records or imaging. The patient was reported as stable and there have been no further reports of negative patient sequelae. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Method codes: add 36. Conclusion codes: add 22. No codes removed.